Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2011, and then experienced revision surgical procedure on (B)(6) 2022 approximately 10 years and 10 months after initial implant. Preoperative diagnosis: aseptic loosening, osteolysis, poly wear. No images were provided. There is no other information available.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. Multiple MDR reports were filed for this event, please see associated reports: (B)(4).

Event description:
Legal case-USA. This patient is verified left knee on (B)(6) 2011 at hss. Left knee revision (B)(6) 2022 with dr (B)(6). It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2011, and then experienced revision surgical procedure on (B)(6) 2022 approximately 10 years and 10 months after initial implant. Preoperative diagnosis: aseptic loosening, osteolysis, poly wear. No images were provided. There is no other information available. No device return anticipated due to this being a legal case. Ebi initial surgery unable to be found. Historical record & smartsolve searched for sn/patient name with no results. Operative report from revision surgery attached. No further information. As directed by qa management: this legal complaint case is from the united states. The event did not occur in, nor is it reportable for brazil, canada, eea/EU, japan, taiwan, or great britain, excluding northern ireland. Therefore, only the us reportability determination will be assessed.